Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to hh cubie drawer 4-1, which had a defective slide rail. A field service engineer replaced the complete drawer assembly to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 4.1 failure. The customer reported that they experienced difficulties unlocking the drawer, which resulted in a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.